Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that the pt's stimulator was acting up and the antenna was not functioning again and the issue began about a month ago. Caller stated the pt's stimulation wouldn't shut off and the pt couldn't regulate their level of stimulation. Caller noted the pt couldn't decrease their stimulation and it was giving them full shocks. Caller noted there would be an exclamation point on the upper left hand corner (ps understood this as the of the mystim programmer). Caller confirmed pt couldn't adjust their stimulation on both the programmer and the recharger. Pt inquired if it was the recharger antenna that was causing the issue and ps reviewed with the pt that the issue was most likely an internal programming issue. Caller also noted that the pt's hcp wanted the caller to call patient services and requested for a representative to be present at the pt's appointment. The caller was redirected to ps emailed representatives for visibility.

Manufacturer narrative:
Concomitant products: product ID 37751, serial# unknown, product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.